Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers or scroll bar moving on its own noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and a failed battery test. Customer also reported that pressing the up arrow caused numbers to ramp on the display, then the device shut down. Blood glucose level at the time of the incident was 216 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.